Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient present to the emergency room with a report of a shock. Upon further review, the patient had multiple episodes of ventricular high-rate (vhr). The implantable cardioverter defibrillator (ICD) was discriminating the rhythm but the rhythm identification (rid) became negative and the patient received what appears to be 8 inappropriate shocks. Medication will be adjusted to control the rate and a follow up was planned. No adverse patient effects were reported.